Event description:
It was reported that the right atrial (ra) lead was explanted due to helix issue. The atrial lead had noise on the base line, so the physician attempted to reposition the lead. However the helix would not retract due to tissue caught in helix. Subsequently, a new ra lead was successfully implanted. No additional adverse effects were reported. The lead is expected to return for analysis.